Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced decreased visual acuity (corrected vision) due to cloudiness and deterioration of the intraocular lens (iol). Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).